Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse reported the patient passed away approximately three weeks after the implant of a leadless implantable pulse generator (ipg). The spouse stated the implantable pulse generator (ipg) did not help the patient and that the patient also suffered from congestive heart failure. Attempts to obtain additional information from the patient's physician were unsuccessful.